Manufacturer narrative:
Method - (other): injector lot number search. Results - (other): an injector lot number search was performed and no similar complaint was found.

Event description:
It was reported that the surgeon inserted a competitor's lens but the lens became stuck in the injector and tore. The lens was removed with no pt injury. The surgeon felt the cause of the torn lens was due to the injector. Another same type lens was implanted. The pt's current prognosis is good.